Event description:
Device 3 of 4. Reference MFR. Report#: 1627487-2015-25077, 1627487-2015-25078 and 1627487-2015-25080.

Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint of ¿pain in the area of implanted device/ possible infection¿ was not confirmed. The lead body was clear, no kinks or broken wires were observed. Both the stimulation and terminal end contacts were in good condition. Channel 1 was open. Since visual inspection under high magnification revealed no broken wires in the lead body, the electrical open channels were isolated at the channel weld site of the stimulation and terminal ends. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR. Report#: 1627487-2015-25077, 1627487-2015-25078 and 1627487-2015-25080.